Event description:
Hcp provider reported "rotor stall." The deivce was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.